Event description:
The iab was inserted into the patient on 7/13/98 at 11:45a.m. On 7/15/98 at 1:45 a.m., poor augmentation was noted and the arterial line had clotted off. The iab was removed and no second was inserted. The iab was not returned to datascope for evaluation. Event complications: none from the event-reported 8/3/98. (Pt's current status: discharged-rpt'd 8/3/98.)